Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
It was reported that there is noise on the lead. The lead remains implanted as the patient has declined surgical intervention.